Event description:
Medtronic received information that a medtronic transcatheter bioprosthetic aortic valve was implanted valve - in - valve into a failed sorin freedom solo valve. The mode of failure of the sorin valve was not reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).